Event description:
Philips received a complaint on the v60 ventilator indicating that there was a near end pressure disconnect alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) stated that they restarted the device and reseated the pipeline. Following the reseat of the pipeline, the asp found that the device worked normally and determined that the problem was with the pipeline before reconnecting. Good faith effort (gfe) attempts are being made to clarify if the pipeline the asp reseated was the o2 hoses or patient circuit. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: in addition to the pressure disconnect alarm, the device experienced a high tidal volume alarm. In a good faith effort (gfe) response from the authorized service provider (asp) received on 18dec2023, it was confirmed that the high tidal volume alarm occurred before the pressure disconnect alarm. The investigation is ongoing.

Manufacturer narrative:
H10: the authorized service provider (asp) stated that they restarted the device and reseated the pipeline. Following the re-seat of the pipeline, the asp found that the device worked normally and determined that the problem was with the pipeline before reconnecting. Multiple good faith effort (gfe) attempts were made to clarify if the pipeline the asp reseated was the o2 hoses or patient circuit. Good faith effort (gfe) attempts were made on 12dec2023, 18dec2023, 26dec2023, 04jan2024, and 10jan2024 to clarify if the pipeline the asp reseated was the o2 hoses or patient circuit. No response or further information was received from the customer, so it remains unclear which part the asp reseated to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.